Manufacturer narrative:
Film evaluation summary: the exact cause of the damaged tapered tip of the delivery system cannot be conclusively determined from the pre-implant cta's provided. Films at implant were not returned for review. The pre-implant films showed that the common iliac arteries were moderately tortuous and mildly calcified; however, it was unclear if the event was related to the tortuous anatomy or the calcification. The external iliac arteries and femoral arteries were non-tortuous and non-calcified.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the advancement of the endurant ii stent graft through another manufacturer¿s 18 fr sheath, the physician noted some resistance. The endurant stent graft was advanced and deployed without issues; the delivery system was removed from the patient. The physician inspected the endurant delivery system and noted there was a tear at the device tip. The physician therefore suspected that the tear could have been the cause of resistance. Per the physician the exact cause is unknown because the delivery system was not checked prior to insertion to ensure no flaws existed; however, the physician believes that the there was an issues with the delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was damage to the tapered tip. The root cause of the event could not be conclusively determined; however, the damage likely occurred during use when manipulating the device, either through the anatomy or through the competitor sheath. Similar damage has been noted on the tapered tip when removing the delivery system through a cook sheath, which are typically slightly undersized in the region of the valve.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.